Manufacturer narrative:
Of the 14 allegations of a malfunction, 3 battery caps were returned to animas and investigated. Of the investigated battery caps, 3 were found to be malfunctioning due to battery cap damage. During investigation for unrelated allegations, 28 additional battery cap damage failures were revealed.

Event description:
This report summarizes <noe> 14</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap damage issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6)years of age and between (B)(6) pounds. Of the reported patients, 6 were male and 8 were female.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 14 allegations of a malfunction, 3 battery caps were returned to animas and investigated. Of the investigated battery caps, 3 were found to be malfunctioning due to battery cap damage. During investigation for unrelated allegations, 28 additional battery cap damage failures were revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-61 years of age and between 18 and 215 pounds. Of the reported patients, 6 were male and 8 were female.